Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) underwent a right ventricular (rv) lead revision procedure due to a warning screen that was displayed on the previously implanted device. The physician was concerned if this shorted lead fault would affect this ICD. Technical services indicated that as long as they did not receive the shorted lead fault message when implanting this device, there should not be any issues. The physician decided to electively replace this device during the rv lead revision procedure. The leads were extracted; the procedure was difficult. The patient experienced tamponade, and the physician performed a pericardiocentesis which successfully resolved the issue. A new single chamber defibrillator system was then implanted. The patient was transferred to the cardiac care unit and no further adverse patient effects were reported. The device has been explanted and returned for analysis. Recently, boston scientific received information that this patient has submitted paperwork as part of the litigation process. General allegations were made related to the manufacturing, design, and labeling of the products. Medical records were provided. At the time of this explant procedure both another company¿s right ventricular (rv) rate/sense lead and a boston scientific rv lead were extracted. Approximately ten minutes later, a slow decrease in blood pressure was noted. An echocardiogram confirmed pericardial tamponade. Fluid and blood products were administered, a pericardiocentesis and the placement of a pericardial drain allowed for the complete evacuation of the effusion; this was confirmed by echocardiography. The patient's blood pressure recovered. A single chamber implantable cardioverter defibrillator (ICD) was implanted subpectorally. The patient developed pericarditis as a result of the tamponade and was treated with medication. The patient was monitored and discharged days later.

Manufacturer narrative:
(B)(4). Approximately two months following the extraction, which was complicated by tamponade, the patient presented to the emergency department due to having a fever of 104 degrees, cough, chest pain, and shortness of breath for the previous three days. An x-ray was done which showed cardiomegaly and an echocardiogram showed a pericardial effusion. The patient was assessed as possibly having post pericardiotomy syndrome with large effusion. The effusion was drained via pericardiocentesis at the bedside by cardiology using deep sedation. 850 cc of fluid was obtained. The patient¿s symptoms improved immediately following the procedure. The patient was also treated with prednisone. Gram stain of the pericardial fluid showed rare gram positive rods and were thought to be a contaminant. Infectious disease was consulted and no antibiotics were indicated. No further adverse patient effects were received.